Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Returned test strips produced lo readings - black chemistry observed. Most likely root cause is black chemistry due to improper storage. Original call date (B)(6) 2016 with an error e-5, upon qc investigation it was determined a reportable event. Qc evaluation completed on 3/11/2016. Manufacturer contacted customer (follow up call) to ensure the replacement products resolved the initial concern and customer expressed satisfaction.

Event description:
Customer complain of meter displaying e-5 error message. Customer stated that received 2 vials of test strips and one of the vial was open. Some of the test strips were inside the box. Customer was unable to use it for testing. Customer opened the other container of test strip and was able to test and obtained blood glucose result.